Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The battery compartment was cracked at the case seal below the bumper. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 06/05/2017.